Event description:
Per the clinic, the patient developed an infection which resulted in explantation on (B)(6)2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report..

Manufacturer narrative:
Correction: the correct PMA # is p970051; not 970051 as previously reported. This report is filed november 24, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was prescribed an oral antibiotic (dosage and date not reported). (B)(4).